Manufacturer narrative:
No investigation can be performed, no conclusion can be drawn. Subject device has been sent to an outside metallurgist for investigation.

Event description:
Two rods were implanted in the patient and at least one of the rods were noted as broken. Hardware was removed. Also removed was a broken 7mm ti side opening screw which was not reported in the initial notification. It is unk whether the screw broke while in the pt or during removal of the hardware.